Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Problem statement: the customer reported a ventilator with the condition of "countdown restarts at turn on". This was further clarified with the observation of diagnostic codes 1012 (air liftoff failure) and code 4 (unknown restart). No patient involvement .

Event description:
The customer reported a ventilator with the condition of "countdown restarts at turn on". This was further clarified with the observation of diagnostic codes 1012 (air liftoff failure) and code 4 (unknown restart). No patient involvement .